Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("heavy and abnormal bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. A bilateral salpingectomy was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. A bilateral salpingectomy was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious event was reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and systemic lupus erythematosus ("autoimmune disorder (type of disorder: lupus flare-up)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (on (B)(6) 1989, on (B)(6) 1990, on (B)(6) 1996, on (B)(6) 2001) and miscarriage in 2005. On (B)(6) 2016, surgical pathology report diagnosis full cross sectional segments of uterine tube with fimeria and coiled cylindrical segment of silver metal (designated right uterine tube with essure device): 1. Chronic salpingitis with hydrosalpinx and fibrinous adhesions and mild chronic inflammation, 2. Foreign body consistent with essure device. Tubal metaplasia, b. Segment of fimbriated uterine tude with cylindrical segment of coiled silver metal: 1. Fibrous adhesions with chronic inflammation and stromal edema of distal fimbria. 2. Foreign body consistent with essure device. 3. Tubal metaplasia. Gross description: the first specimen is received in formalin labeled appropriately with the patient's name and designated "right fallopian tube with essure device." This consists of two pieces of soft tissue. These are grossly consistent with fallopian tube and distal fimbriae. These measure 1,7 and 2 cm in length x 0.6 cm in diameter. The distal fimbriae attached are slightly edematous. No obvious mass lesions are identified grossly, additionally in the container is a cylindrical segment of silver metal which appears to be slightly coiled. This metal filament measures 5,2 cm in length x 0.1 cm in dimeter. This is examined grossly only. The soft tissue is sampled in cassette a1. The second specimen is received in formalin labeled appropriately with the patient's name and designated "left fallopian tube with essure device, this consists de cylindrical segment of pink-tan soft tissue consistent with fallopian tube. This segment measures 6 cm in length x 0.6 cm in diameter. The distal fimbriae attached are slightly edematous. Previously administered products included for contraception: mirena until august 2012; for an unreported indication: hydrocodone/apap from 2007 to 2015, hydrochlorothiazide from 2007 to 2011, buproprion from 2007 to 2011, abilify, pristiq, pravastatin, crestor, betamethasone, aerosol foam, seroquel from 2007 to 2009, effexor and venlafaxine. Concurrent conditions included right lower quadrant pain, abdominal pain, distention, discomfort, genital bleeding, periumbilical pain, low back pain, acute abdomen, umbilical bleeding and edema. Concomitant products included amoxicillin from 2014 to 2015, aripiprazole since 2016, chloramphenicol (chlorphen) since 2014, doxepin since 2011, escitalopram from 2015 to 2016, hydrocodone since 2014, hydroxychloroquine since 2011, meloxicam, other antidepressants since 2016, simvastatin from 2010 to 2016 and terbinafine since 2013. In january 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems(depression)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), mood swings ("psychological or psychiatric problems(mood swings)"), rash ("rashes or skin condition type : rashes") and tooth loss ("dental problems : teeth loss"). In june 2013, the patient experienced menorrhagia ("heavy and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In july 2013, the patient experienced vaginal discharge ("vaginal discharge"). In november 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the alopecia had resolved. On (B)(6) 2016, the rash had resolved. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, allergy to metals, vaginal discharge, mood swings, back pain, abdominal pain and tooth loss outcome was unknown, the systemic lupus erythematosus had not resolved and the depression was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, rash, systemic lupus erythematosus, tooth loss, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: lupus flare-ups, hair loss were not falling out, rashes stopped, depression lessened following essure removal. Consumer took a leave from her job due to surgery (from on (B)(6) 2016). Positive for nasal/seasonal allergies. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in march 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming abdominal pain, depression, heavy periods. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 18-dec-2018: plaintiff fact sheet and medical record received ¿ event updated to dental problems :teeth loss. Reporter information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and systemic lupus erythematosus ("autoimmune disorder (type of disorder: lupus flare-up)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1990, (B)(6) 1996, (B)(6) 2001) and miscarriage in 2005. Previously administered products included for contraception: mirena until (B)(6) 2012; for an unreported indication: hydrocodone/apap from 2007 to 2015, buproprion from 2007 to 2011, hydrochlorothiazide from 2007 to 2011, abilify in 2010, crestor in 2010, pristiq in 2010, betamethasone in 2010, aerosol foam in 2010, pravastatin in 2010, seroquel from 2007 to 2009, effexor in 2009 and venlafaxine in 2007. Concurrent conditions included right lower quadrant pain, abdominal pain, distention, discomfort, genital bleeding, periumbilical pain, low back pain, acute abdomen, intra-abdominal bleeding and edema. Concomitant products included amoxicillin from 2014 to 2015, aripiprazole since 2016, brintellix since 2016, chloramphenicol (chlorphen) since 2014, doxepin since 2011, escitalopram from 2015 to 2016, hydrocodone since 2014, hydroxychloroquine since 2011, meloxicam, simvastatin from 2010 to 2016 and terbinafine since 2013. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), systemic lupus erythematosus (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), depression ("psychological or psychiatric problems(depression)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), vaginal discharge ("vaginal discharge"), mood swings ("psychological or psychiatric problems(mood swings)") and rash ("rashes or skin condition type : rashes"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the alopecia had resolved. On (B)(6) 2016, the rash had resolved. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, urinary tract infection, allergy to metals, vaginal discharge, mood swings, back pain and abdominal pain outcome was unknown, the systemic lupus erythematosus had not resolved and the depression was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: lupus flare-ups, hair loss were not falling out, rashes stopped, depression lessened following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion on (B)(6) 2016, surgical pathology report diagnosis full cross sectional segments of uterine tube with fimeria and coiled cylindrical segment of silver metal (designated right uterine tube with essure device): 1.chronic salpingitis with hydrosalpinx and fibrinous adhesions and mild chronic inflammation, 2. Foreign body consistent with essure device. Tubal metaplasia, b. Segment of fimbriated uterine tude with cylindrical segment of coiled silver metal: 1. Fibrous adhesions with chronic inflammation and stromal edema of distal fimbria. 2. Foreign body consistent with essure device. 3. Tubal metaplasia. Gross description: the first specimen is received in formalin labeled appropriately with the patient's name and designated "right fallopian tube with essure device." This consists of two pieces of soft tissue. These are grossly consistent with fallopian tube and distal fimbriae. These measure 1,7 and 2 cm in length x 0.6 cm in diameter. The distal fimbriae attached are slightly edematous. No obvious mass lesions are identified grossly, additionally in the container is a cylindrical segment of silver metal which appears to be slightly coiled. This metal filament measures 5,2 cm in length x 0.1 cm in dimeter. This is examined grossly only. The soft tissue is sampled in cassette a1. The second specimen is received in formalin labeled appropriately with the patient's name and designated "left fallopian tube with essure device, this consists de cylindrical segment of pink-tan soft tissue consistent with fallopian tube. This segment measures 6 cm in length x 0.6 cm in diameter. The distal fimbriae attached are slightly edematous. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Reporter were added. Historical condition, concomitant disease, concomitant drug were added, medically confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1990, (B)(6) 1996, (B)(6) 2001) and miscarriage in 2005. Previously administered products included for an unreported indication: hydrocodone/apap from 2007 to 2015, buproprion from 2007 to 2011, hydrochlorothiazide from 2007 to 2011, abilify in 2010, betamethasone in 2010, crestor in 2010, aerosol foam in 2010, pravastatin in 2010, pristiq in 2010, seroquel from 2007 to 2009, effexor in 2009 and venlafaxine in 2007. Concomitant products included levonorgestrel (mirena) since 2007 to september 2013 for birth control as well as amoxicillin from 2014 to 2015, aripiprazole since 2016, brintellix since 2016, chloramphenicol (chlorphen) since 2014, doxepin since 2011, escitalopram from 2015 to 2016, hydrocodone since 2014, hydroxychloroquine since 2011, simvastatin from 2010 to 2016 and terbinafine since 2013. In january 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), systemic lupus erythematosus ("autoimmune disorder (type of disorder: lupus flare-up)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), depression ("psychological or psychiatric problems(depression)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), vaginal discharge ("vaginal discharge"), mood swings ("psychological or psychiatric problems(mood swings)") and rash ("rashes or skin condition type : rashes"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the alopecia had resolved. On (B)(6) 2016, the rash had resolved. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, urinary tract infection, allergy to metals, vaginal discharge, mood swings, back pain and abdominal pain lower outcome was unknown, the systemic lupus erythematosus had not resolved and the depression was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: lupus flare-ups, hair loss were not falling out, rashes stopped, depression lessened following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2013: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : abnormal bleeding (vaginal, menorrhagia), autoimmune disorder (type ofdisorder: lupus flare-up), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, infection (bladder/urinary tract/vaginal)type: uti, nickel allergy, psychological or psychiatric problems(depression, mood swings), vaginal discharge, rashes or skin conditions type : rash, back pain and abdominal pain added as event and reporter and patient information updated. Historic drug and condition updated and concomitant drug and condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.